Manufacturer narrative:
The manufacturer previously reported "the manufacturer was contacted in reference to a dreamstation bipap autosv device. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was internally inspected. The manufacturer verified that power cords and power supplies were functional by powering on the base unit and initiating therapy. The manufacturer observed the device had evidence of foam degradation, which was confirmed using a foam integrity test tool. The manufacturer found black dust like contamination consistent with degraded sound abatement foam on the inside of the bottom of the enclosure. The device's error log was reviewed, and the manufacturer identified 2 "low pressure regulation" errors were logged. A pressure test was performed to confirm that the air pressure was working within specifications. It was verified that the correct pressure was being administered within specifications. The manufacturer found evidence of white dust like contamination on the air inlet of the blower box, in the iso port, on top and bottom of the blower motor and blower motor seal and inside the bottom of the blower box.

Event description:
The manufacturer was contacted in reference to a dreamstation bipap autosv device. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.